Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 40 mg/dl and 50 mg/dl. Customer's other relevant blood glucose level was 157 mg/dl. Customer also reported that the insulin pump had error in the motor was detected by reading unexpected value from hall sensor. Customer reports they were able to clear the alarm and able to rewind the insulin pump. Customer was assisted in performing displacement test and self test, both test was passed. Customer declined to troubleshoot low blood glucose. The insulin pump will not be returned for analysis.